Event description:
Initial: it was reported to philips that l-arm rotation cover fell off. No harm to patient or user has been reported to philips. Philips has started an investigation of this complaint. Final: philips has investigated this complaint. The system was not in clinical use when the reported problem occurred. Philips has confirmed that the l-arm cover did not fall down but was only detached. A philips service engineer reseated the l-arm cover and the system was returned to use in good working order.

Event description:
It was reported to philips that l-arm rotation cover fell off. No harm to patient or user has been reported to philips. Philips has started an investigation of this complaint.